Event description:
The customer reported that during a procedure the system locked up and it continued to beep during fluoroscopy. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The voltage on the fluoro functions board was increased to 5.2 vdc and the connectors were reseated. The system was tested and found to be working as intended and put back into service.